Event description:
One hour into hemodialysis treatment a leak is reported on the arterial bloodline between the main tubing and dialyzer connector. Blood loss from the leak was minimal (<20 cc) but due to potential contamination, the blood volume in the arterial line was discarded resulting in ebl = 87cc. No patient injury or need for medical intervention is reported.